Event description:
It was reported that the patient experienced occasional loss of therapeutic affect which was positional. There was a potential positional kinking and a potential broken catheter. There were no volume discrepancies. Catheter revision was planned for 2012 (B)(6). It was found that there was a kink in the spinal portion of the catheter. The issue was located distal from the pump, somewhere in the it space. There were no complications; the spinal portion of existing catheter was replaced. Patient was discharged the next day without incident. It was noted that the patient has not experienced any adverse events. The device system was used to deliver lioresal. The patient was on a multistep flex program for monday through friday totaling 177 mcg/day and 181mcg/day on saturday and sunday. Following the catheter revision the patient was placed on a two-step flex program, sunday to saturday totaling 168 mcg/day. The concentration of the lioresal was changed from 500 mcg/ml to 2000 mcg/ml.

Manufacturer narrative:
Product ID 8731, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product typ: catheter; product ID 8731, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product typ: catheter. (B)(4).

Manufacturer narrative:
(B)(4).